Event description:
It was reported that a potential problem with high pressures developing shortly into the user of the device (within 24 hours) were noticed. The pressure drop increase. None of the units have been saved. No additional pt effects or specifics have been reported. The product was replaced during treatment. Multiple units have been used on this one pt. Pediatric units have been swapped out for an adult capacity unit. Additional information received (B)(6) 2015: the fourth change due to increasing trans-membrane pressure was on (B)(6). The pressure increased from approximately 50 ((B)(6), 9am) to approximately 110 ((B)(6), 6pm). Stable post-membrane pressures. Blood flow approximately .95lpm; gas flow approximately 3lpm. 2 plus days of use. No pt effect is attributed to the changes of devices. Support was withdrawn at the families request after 48 days of ECMO. The lungs were not recovering/healing. (B)(4). Ref MFR report # 8010762-2015-00735.